Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c4000 processing module for a patient. The result was not released out of the lab. The sample was repeated, and a lower result was obtained. The following data was provided: customer¿s normal range: 1.7 to 2.8 mg/dl. Initial result = 6.25 mg/dl; repeat result = 1.25 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c4000 processing module for a patient. The result was not released out of the lab. The sample was repeated, and a lower result was obtained. The following data was provided: customer¿s normal range: 1.7 to 2.8 mg/dl. Initial result = 6.25 mg/dl; repeat result = 1.25 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed extensive troubleshooting, which included part replacements, cleanings, and instrument decontamination. However, a single definitive likely cause of the result issue could not be determined. The architect c4000, serial number (B)(6), was considered the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.